Manufacturer narrative:
The log file of the affected device was made available and analyzed. Furthermore, additional information as provided on request and images of a crack at the inspiratory valve were taken into consideration. According to the description of event, the ventilation stopped during use, directly after a nurse had accidently collided with the device and the inspiratory valve had fallen off. The analysis of the log file was limited as the userlog file had partly been overwritten as the use of device was continued after the event. For this reason, information e.g., regarding alarm messages and user settings was not available; it was therefore not possible to confirm nor to deny the ¿stop of ventilation during use¿ as it was initially reported. During the investigation, additional information was provided that no stop of ventilation had occurred but ¿no air was delivered to the patient¿. The review of the log file entries between the of (B)(6) 2024 and the (B)(6) 2024, did not indicate a device malfunction. It was assumed that the entries regarding the flow sensor and the expiration valve as logged at 10:06 a.m. On the (B)(6) 2024 (B)(6) the reported situation, when a nurse collided with the device. The investigation concluded that the broken housing of the inspiration valve was caused by this collision and resulted in a leakage of the valve and the reported ¿no air was delivered to the patient¿. Based on the investigation, there was no indication of a technical device error found. The device is equipped with an integrated pressure and volume monitoring. In case of a detected leackage e.g., caused by a broken or incompletely connected inspiratory valve, the device posts an auditory and visual alarm in order to alert the user. In the current event, additional information was provided confirming that auditory and visual alarms had been generated by the device. Checking the inspiratory valve function is furthermore a test step of the device check, which must be performed by the user prior to each patient use. A faulty or incompletely connected inspiratory valve will be detected during the device check. Based on the investigation results this case is not considered reportable anymore as the device did not cause or contribute to a death or serious injury and would not result in a serious injury in case of recurrence as there was no device malfunction.

Event description:
It was reported that the ventilation stopped during the use of the device. After closer examination of the device, crack was found in the inspiratory unit, and the inspiratory valve had fallen off. It was further reported that there was a minor collision of the nurse with the device right before the ventilation stopped. The device was replaced. There were neither patient nor user health consequences reported. At the current

Event description:
It was reported that the ventilation stopped during the use of the device. After closer examination of the device, crack was found in the inspiratory unit, and the inspiratory valve had fallen off. It was further reported that there was a minor collision of the nurse with the device right before the ventilation stopped. The device was replaced. There were neither patient nor user health consequences reported. At the current

Manufacturer narrative:
At the current state it is still under investigation if the user collision with the device or a device malfunction caused the reported stop of ventilation. The results of the investigation will be provided in a follow up-report. H3 other text : on-going.